Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: ·peeling of glue was surmised to be caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. Important information ¿ please read before use warnings and cautions (p.7) warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The scope was returned to the service center and evaluation performed found the forceps cover glue peeling. The bending section glue was noted to be cracked on the cover and insertion tube. The ultrasound was to have three broken elements; however, the image was not affected. The scope¿s ID chip showed 79 total uses. It was determined that the adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.